Event description:
It was reported that a malfunction occurred while the pump was being updated. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction persisted due to a known issue, leading to the decision to replace the pump. Technical support confirmed the customer¿s shipping address and advised on the steps to take with the replacement pump. The customer acknowledged these instructions and was informed to return the problematic pump using a pre-paid return label.